Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Corrected fields are d10 concommitant, e1 event site state, e1 event site telephone, e3 occupation, h6 type of investigation, h6 component and h11. Updated fields are b4, g3, g6, h2. She reported that the nurses had not used the help screen the first two times the alarm occurred and had pressed start only. The third time, they used the help screen, performed an iab fill, and pressed start, which resolved the alarm and resumed therapy. She was unsure why this resolved the issue. Esp personnel first had her verify that there was no blood in the helium tubing and that all connections and cables were appropriate and secure. Esp personnel explained what triggers the alarm and reviewed the troubleshooting steps. She reported that the patient was ventilated with a peep of 5, had coughed during suctioning, and was tachycardic. The alarm was likely triggered by a combination of these clinical factors.